Event description:
A (B)(6) female patient, with fitzpatrick skin type 3, received hair reduction treatment on the legs from a kona provider. Two days later the patient complained her legs were still burning and then went to her dermatologist. The dermatologist (from what was relayed to the kona provider) stated the patient has 2nd and 3rd degree burns on her legs and prescribed treatment. The kona provider saw pictures and said there were blisters on the patients legs, and notified radiancy on (B)(6) 2012. The provider confirmed that test doses were completed on the patients skin which did not burn the patient. The provider also noted that the burns seemed to be worse on the areas that were treated last. She stated the patient was treated at the setting of 35.

Manufacturer narrative:
It was confirmed via phone on (B)(4) 2012 with the kona provider that the area sustaining burns was first prepped with alcohol. The user manual for the kona specifically warns against using the kona after treating skin with alcohol. Radiancy personnel discussed the burn description with the kona provider, and disagree that the burn would be diagnosed 3rd degree based on the description (in addition, 3rd degree burns are highly unlikely with a device of this type, even in the presence of alcohol). In addition, during customer training (provided on (B)(4) 2012), radiancy representatives specifically warned against preparing the skin with alcohol prior to treatment, as it can intensify the affects of a normal erythema-like reaction to the treatment. In this case, the provider acknowledged that the skin was prepared with alcohol prior to treatment. Radiancy believe the device malfunctioned.